Manufacturer narrative:
(B)(4): the reporter did not provide a device serial number in the medsun report nor was the reporter able to provide a serial number at the time of our follow up conversation on 18-nov-2014. Ikaria quality did a search of the complaint database and in 2014 there was no complaint received from this facility for a touchscreen not responding. Therefore, device investigation results cannot be provided. As per ikaria's practice, this manufacturer's MDR is being submitted in response to the receipt of a user MDR from the FDA and is not filed due to a serious patient injury.

Event description:
Nitric button on touch scree would not work [device issue]; no adverse event. On (B)(6) 2014, a medsun safety report, user facility# (B)(4) was received by ikaria from the FDA. The report stated that on (B)(6) 2014, there was an issue with the "nitric button" on the touch screen which caused a delay in the delivery of inomax to a pt. This issue occurred prior to pt application and no adverse event was reported. Relevant medical history/co-morbidities: intubated (not specified) with mechanical ventilation (pcsimv), cardiac surgery for mixed tapvr (total anomalous pulmonary venous return) heart defect, pulmonary vein stenosis, and low oxygenation. Relevant concomitant medication: not provided. On (B)(6) 2014, a (B)(6) female infant was discharged from the hospital (no further details provided). An echocardiogram was performed on (B)(6) 2014 which showed a moderately dilated hypertrophic rv (right ventricle) with questionable, moderately depressed systolic function and an underdeveloped lv (left ventricle) with hyperdynamic systolic function with right pulmonary veins obstructed. The infant was in need of cardiac surgery and was re-admitted to the hospital on (B)(6)-2014, with a diagnosis of "mixed tapvr (total anomalous pulmonary venous return)" with pulmonary vein stenosis. Admission history indicated that the infant had good breath sounds bilaterally but on auscultation there were diminished respirations in the right lower lobe (rll). The infant was to undergo surgery on the day of admission, (B)(6)-2014. The infant was intubated and placed on pcsimv (pressure control synchronized intermittent mandatory ventilation) with the following settings: pip (peak inspiratory pressure) 30 over peep (positive end expiratory pressure) 8, ps (pressure support) at 10 with a fio2 set at 100%. The infant had low oxygenation (not otherwise specified) and inomax was to be started via inomax dsir (serial number not provided) in the operating room (or), when the rt arrived in the operation room, the "nitric button" o the inomax dsir touch screen would not work and therefore the infant was unable to receive nitric oxide until a replacement inomax dsir was brought in and set up. In the meantime, the infant remained intubated and on ventilation and no adverse event was reported. Once the replacement was set up, inomax was initiated at a dose of 40 ppm without any further device issues. On (B)(6)-2014, the infant remained on inomax. The plan was to wean the infant off of the inomax when arterial blood gases (abgs) returned to normal (no abgs were provided). At the time of the follow-up conversation with the reporter on (B)(6)-2014, the rt commented that the infant was alive and doing "good". In the rt opinion, the delay in the start of inomax delivery to the patient was due to the device issue with the inomax dsir (serial number not provided). Case comment: (B)(6)-2014: this case did not result in an adverse event; however it is being submitted in response to the medsun report received from FDA.